Event description:
It was reported that pump" battery gauge does not always accurately display the correct power remaining". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.